Manufacturer narrative:
Evaluation summary: it was caused due to air leak on the device. It was non-repair item so that it was replaced with new one. 510k is blank. This device is exampt from 510k. Related MDR: 9610877-2021-10727. This report is being filed as part of the pentax backlog management plan.

Event description:
This event occurred during inspection. There was no report of patient harm. Leak tester does not hold the pressure. No damage visible. Two devices with the same defect. They are different devices involved in the same event.

Manufacturer narrative:
During pentax internal review it was discovered on august 21, 2021 that the event was not reportable but filed under MDR (9610877-2021-10208) which was submitted on aug 6, 2021. This complaint is not reportable to u.s. FDA because sha-p5 leak tester, manufactured by pentax, is distributed by pentax only in ous countries (outside of the u.s.). Pentax does not distribute a similar device manufactured by pentax. Pentax distributes zutron leakage testers in the u.s. Manufactured by zutron medical (OEM). This report is being filed as part of the pentax backlog management plan.

Event description:
During pentax internal review it was discovered on august 21, 2021 that the event was not reportable but filed under MDR (9610877-2021-10208) which was submitted on aug 6, 2021. This complaint is not reportable to u.s. FDA because sha-p5 leak tester, manufactured by pentax, is distributed by pentax only in ous countries (outside of the u.s.). Pentax does not distribute a similar device manufactured by pentax. Pentax distributes zutron leakage testers in the u.s. Manufactured by zutron medical (OEM). This report is being filed as part of the pentax backlog management plan.